Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report permanent out of range signal on (B)(6) 2014. Dexcom technical support had the patient's mother perform a reset on (B)(6) 2014 and the reset was unsuccessful for reported issue. The patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter that was used with the complaint device was returned for evaluation on (B)(6) 2014. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a defective transmitter. A CAPA has been initiated for this issue.